Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2014 between approximately 5am-8am when readings of ¿109, 123 and 102mg/dl¿ were obtained using the subject meter. In addition the patient reported obtaining an ¿unknown error message¿ and also an ¿apply sample¿ meter message. The patient manages her diabetes with a combination of medications, specifically amaryl (4mg), and it is unknown if the patient made any changes to her usual diabetes management routine in response to the alleged issue. The patient reported developing symptoms of ¿shaky¿ ¿right after¿ the alleged meter issue began, but denied receiving any form of medical intervention following the reported issue. At the time of troubleshooting, the csr determined that the unit of measure was set correctly at time of testing, the test strips had not expired and that it was not the first use of the product. The csr walked through a re-test but was unable to resolve the issue. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (12/30/2014). The patient¿s meter has been returned on 12/3/2014 and evaluated by lifescan product analysis on 12/18/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.